Manufacturer narrative:
There was no patient involved, thus not patient data exists. There is no expiration date for this product. Actual device was evaluated in the field. Initial reporter is a company representative (sales representative), and the device is located at the facility listed. There is no information on the date of manufacture at this time. Method - visual examination, actual device was evaluated with respect to operational environment. Results / conclusion - circlip unseated due to improper installation. No event occurred. The circlip is a high risk component because if this component fails or is not installed properly, there is the potential for a light head/spring arm combination to fall. This is not a single device.

Event description:
It was reported by the initial report that light 2 in or3 was not working. The issue was found while prepping the room. After further investigation, the circlip was defective due to improper installation. No patients were involved, and no adverse events resulted from this malfunction.